Event description:
It was reported that during a laparoscopic gastric bypass, the tissue pad fell off outside the patient. The tissue pad was found on the floor. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 4/13/2009. Information anticipated, but unavailable at this time.